Event description:
A revision surgery was performedto implant additional hardware. During removal of the device, the surgeon had difficulty backing out the set screw. As a result, the tip of the removal instrument broke off inside the head of the set screw. Eventually the surgeon was able to rmeove the device without further incident. No pt comlications or injury was rpeorted.